Event description:
Arrow radial artery catheterization set size 22 gauge 1- 3/8" lot number 14f21k0011 malfunctioned during insertion of radial arterial line. Two separate catheters shredded. First catheter shredded on skin, second catheter shredded and coiled while in artery. Physician unable to remove guide wire. When trying to remove catheter device broke, physician had to use forceps to remove remaining catheter and wire. Pressure held to site, no harm to patient. Sono done at bedside to verify no remaining foreign body.